Event description:
The event was reported as the following: the patient was in the bathroom with the sara stedy. As the patient went to stand, the brakes failed, causing the patient to slip resulting in a near miss fall. The nurse prevented the fall, but jarred her abdomen and back on the right side. Ref # MFR 9681684-2014-00028.